Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to pacing failure. Perforation was suspected. An ECG revealed no issues. A new lead was successfully implanted.